Event description:
The patient reported pain in ul6 and ul7 (non-vital tooth) and extraction of ul7. The pain did not subside after the extraction. The patient reported being referred to a neurosurgeon for pain evaluation and treatment (suspected trigeminal neuralgia). The patient reported being prescribed tegretol to alleviate the reported symptom. The treatment was discontinued (unknown date), but the condition has not improved.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost"; and "the health of the bone and gums which support the teeth may be impaired or aggravated"; and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth". The treating doctor shared that they suspected an abnormality in the tooth root and treated it, but it did not improve. Since a nervous system disease was suspected, oral treatment was started, but the pain did not go away. So, the potential root cause is unknown. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign product was being used.